Event description:
The patient reported that every time he retracts the piston rod, he receives a e10 (cartridge error) alarm on his insulin infusion device. He stated the piston rod will not fully retract and there is a fast "ticking" noise when it retracts. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.